Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine check. It was noted that the right ventricular lead exhibited low impedance, high r waves and loss of capture in the bipolar setting. Intermittent phrenic nerve stimulation was also noted at high voltage. Since the patient does not require ventricular pacing, the physician decided to reprogram the lead to unipolar and continue monitoring the patient. The patient was stable.